Event description:
The pt's physician called lfs on their behalf alleging that their one touch profile meter was reading inaccurately low. Senior medical affairs specialest mailed a letter since the pt could not be reached for further questioning. The pt had obtained a 133 mg/dl on their meter and had not been feeling well and lethargic. They reported visiting their physician's office, where a result of "hi" was obtained on his meter. Approx 2 hours later, with no intervention involved, a result of 742 mg/dl was obtained on a lab test. Pt was administered 30 units of humulin r insulin. A second reading of 480 mg/dl (time unknown) was obtained on the physician's meter and a third result of 438 mg/dl was obtained 45 minutes later. The pt did not have their meter or other supplies to perform troubleshooting with the customer service rep. When the customer service rep called the pt later that day to confirm the order status, the pt verified that the test strips were not expired and the calibration code was set correctly. The pt also reported that they had been using a one touch ii meter and not their one touch profile meter and a result of 137 mg/dl was in the meter memory. They did not have a check strip or control solution to perform additional troubleshooting. Although, co has not confirmed a meter malfunction, based on the info above co could not rule out that the meter may have malfunctioned. Pt obtained a normal reading while having high blood glucose symptoms, and was treated for hyperglycemia with a lab reading of 745. Hence, the meter contributed to the serious injury and meets the criteria for a medical device reportable. Pt's meter was replaced.